Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal side of the tissue pad was missing. The fragment was not returned. The size of the fragment was about 1 mm long and 0.5 mm wide. There was scratch on the distal side of the grasping section and the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the distal part of the tissue pad was damaged when the distal part of the grasping section was subjected to a load. The above device handling has warned in the instruction manual as follows. The grasping section will be gradually worn away due to ultrasonic vibration of the probe. To prevent sudden breakage of the probe and the handle, or deterioration of its cutting quality and coagulation capability, be sure to inspect it before each operation, and replace it if necessary. If the grasping section of the handle is damaged (see figure 3.1), abnormal output, further instrument damage and/or patient injury may occur. Never use a damaged probe or handle. If the teeth of the grasping section are excessively spread apart and/or bent, grasping and/or resection may be impaired; do not use the handle and the probe, and replace them with new ones. Do not use the handle if there is a gap between the grasping surface (white part) and metal part.

Event description:
During a laparoscopic inguinal hernia repair, the subject device was used. At the early stage from the beginning of the procedure, the distal side of the tissue pad was partially missing. It was reported that the fragment might have fallen inside the patient but the fragment could not be found in the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the tissue pad.